Event description:
It was reported that high impedance was observed on the patient's device. The patient's generator and lead were replaced due to high impedance. Product return of the suspect device is not expected as the hospital historically discards explanted products. No further relevant information has been received to date.

Event description:
It was reported that the lead and generator was not discarded. They were received by livanova for analysis. Product analysis was completed on the returned lead. The lead was returned in one piece. A portion of the lead including the electrodes were not returned and therefore an analysis and resultant commentary cannot be performed on this unreturned portion of lead. During the visual analysis, it was observed that the returned lead portion appeared to be twisted in one portion of the lead with an abraded opening in the outer and inner tubing with the coil exposed, . A lead break was found at this location as well. Scanning electron microscopy was performed on the break identified pitting and evidence of the coils being worn to the point of fracture with flat spots on the coil surface. It is believed that stimulation was present for a certain period of time after the break as evidenced by the presence of metal pitting. Another abraded opening in the outer tubing was also located. The abraded openings (as well as cut end of lead from explant process) likely provided the leakage path for dried body fluids found inside the inner and outer tubing. Setscrew marks were found on the pin provide evidence that, at one point in time, a good electromechanical connection was present between the lead and generator. With the exception of the area of the lead break and abraded openings the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. Product analysis was completed on the returned generator. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The generator performed according to functional specifications with no anomalies identified. Internal data review of the returned generator found that the generator had low impedance prior to the high impedance. No further relevant information has been received to date.